Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on stored electrograms, premature termination of atrial tachycardia/ atrial fibrillation episodes due to atrial events occurring in the blanking period was observed. The patient's implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.